Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 29, 2014 - april 30, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor delivered its contents at a slower rate than expected. According to the report, the actual flow rate was less than 65% of the expected rate. The expected infusion time was 48 hours, while the actual infusion time was 72 hours. The fill volume and drug were not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.